Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). B5. Describe event or problem: added information, based on additional information received correction to h6 device codes: changed from migration to difficult or delayed positioning d6a: added implant date.

Event description:
It was reported that failure to expand and migration occurred, requiring placement of another stent. The target lesion was located in the internal carotid artery. A 10.0-31 carotid wallstent was selected for treatment. However, during the procedure, it was noted that the stent was not anchored, and the proximal segment of the stent could not be opened. After the stent dislocation, part of the stent covered the lower segment of the vessel and could not cover the original lesion. The physician placed another of the same stent to complete the procedure. The patient's condition following the procedure was stable. It was further reported that the target lesion was 80% stenosed, mildly tortuous, and mildly calcified. The proximal end of the carotid stent was only about 30% dilated, with one third of it was not open, which was not a dislocation of the stent. The stent had been implanted, but it was not smooth during deployment.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Event description:
It was reported that failure to expand and migration occurred, requiring placement of another stent. The target lesion was located in the internal carotid artery. A 10.0-31 carotid wallstent was selected for treatment. However, during the procedure, it was noted that the stent was not anchored, and the proximal segment of the stent could not be opened. After the stent dislocation, part of the stent covered the lower segment of the vessel and could not cover the original lesion. The physician placed another of the same stent to complete the procedure. The patient's condition following the procedure was stable.